Event description:
The patient reportedly experienced sound quality issues. The patient's electrode array has reportedly migrated out of the cochlea. Surgery to reposition the electrode array has been scheduled.